Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was low (57 mg/dl). Reportedly, the customer accidentally overestimated the carb content of food consumed and delivered a bolus that was too large. Customer drank juice to address the issue. Customer blood glucose improved to 115 mg/dl.